Event description:
It was further reported that during a pocket revision procedure it was noted that the lbb lead was completely coiled in the pocket and the crt-d appeared to have been manually manipulated by the patient, with the logo face down. The lbbb was removed and replaced. Slack was added back to the rv lead. It was also reported that when attempting to add additional slack to the ra lead the physician was unable to pass a stylet due to a little kink in the ra lead close to the pin. The ra lead electricals were tested and sensing, impedance and threshold remained unchanged from initial implant. The physician decided to leave the ra lead. The device was sewn down to the muscle to prevent device migration and further manual manipulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) lead exhibited no capture, a short duration with a drop in impedance followed by a steady rise in impedance resulting in high/undefined impedance. The patient experienced discomfort and had what appeared to be pocket stimulation and it was noted that the patient hasn't been feeling good for a while. A chest x-ray was taken and it was reported that the lbb lead had dislodged back in the pocket causing the stimulation and it was noted that the slack was removed from the right ventricular (rv) lead and it appeared that more slack was given to the right atrial (ra) lead. Lastly, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) had migrated down. The lbb lead was programmed off and the crt-d remains in use. No further patient complications have been reported as a result of this event.